Manufacturer narrative:
No patient information provided as no patient was involved in this concern. E) initial reporter no known at the time of filing. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the systems network port was faulty it was unable to link to the imaging system. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the systems network port was faulty it was unable to link to the imaging system. No patient was present at the time of the event.